Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. Unit primed properly however, unit alarmed motor error during the basic occlusion test due to moisture damage inside fsr. Mp 07-26-05.

Event description:
Information received by medtronic indicated that the insulin pump had rewind anomaly. Customer stated that they were unable to exit the preparing to prime loop. No harm requiring medical intervention was reported. The device was returned for analysis.